Event description:
Device report from synthes (B)(4) reports an event in (b)64) as follows: it was reported that the device does not go in reverse. The failure happened during surgery. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Item was returned with repair and service order, sold in (B)(4) 2013. According to the service report this issue has been determined as normal wear, the small electrive drive has been repaired and returned to the customer. Placeholder.